Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient's symptoms were worse and that the neurostimulator had broken wires. The patient's physician had moved and the patient felt like no one cared about their lack of therapeutic effect.